Event description:
Caller reported the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was not connected to a power source and suggested techniques to press the button more effectively, which did not resolve the issue. The customer agreed to remove the pump from its case and try again, but the problem persisted. Consequently, technical support arranged for a replacement pump, verified the customer's details, and instructed them on the return process for the defective pump. The customer will continue to use the current pump until the replacement arrives.